Event description:
It was reported that the device was missing one end pigtail when opened the package.

Manufacturer narrative:
The reported event was confirmed however the cause was unknown. A photo sample was submitted by the customer. Evaluation of the photo sample confirmed one end of the pigtail was broken off and missing from the stent. In addition to the photo sample, the physical sample was returned. Visual inspection shows the sample has been removed from the original packaging. The sample shows that the separated pigtail, suture, and pigtail straightener had been removed and not provided for evaluation. The break on the pigtail appears to be similar in appearance to what is seen when the stent is cut with a pair of scissors due to the smoothness of the separation and the fact that no stretching or discoloration was noted on the material. The sample appeared to have a sticky substance causing the stent to be stiff. No additional visual defects were noted. The tip inner diameter, and tube inner diameter where the breakage occurred were measured with a pin gage and found to be 0.042" and 0.050", respectively. The outer diameter measured 0.0786" using a laser micrometer. All measurements were found to be within specifications. A 0.038" guidewire was used to clear the passage of the stent. A potential root cause for this event could be, " inappropriate package design". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "improper handling technique can seriously weaken the stent. Acute bending or overstressing during placement could result in subsequent separation of the stent at the point of stress after a prolonged indwelling period." Care should be exercised when removing the stent from inner polybag so as not to cause tearing or fragmentation." The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the device was missing one end pigtail when opened the package.